Event description:
Customer reported a discrepancy between the displayed time and the actual time on the pump, which exceeded five minutes. There was no adverse impact to customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Cts assisted customer in updating the pump time and advised to monitor and follow up if the discrepancy recurs. Customer understood and acknowledged the instructions.